Event description:
It was reported while using bd viva¿ pen needles 32g x 4mm (90 count) the cannula broke and the cap did not properly detach. There was no report of patient impact. The following information was provided by the initial reporter: I have spoken to a patient today who said he has been having very tight safety caps on his 4mm needles and on removing these has broken off the needle in the process. He has said this has happened on 6-8 occasions. The bn is 2187370 with an expiry date of 07/2027. No harm has been caused as he has changed the needle.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7 retain samples were inspected inner shield pull force and meet spec. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd viva¿ pen needles 32g x 4mm (90 count) the cannula broke and the cap did not properly detach. There was no report of patient impact. The following information was provided by the initial reporter: I have spoken to a patient today who said he has been having very tight safety caps on his 4mm needles and on removing these has broken off the needle in the process. He has said this has happened on 6-8 occasions. The bn is 2187370 with an expiry date of 07/2027. No harm has been caused as he has changed the needle.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 03-nov-2023 investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd viva¿ pen needles 32g x 4mm (90 count) the cannula broke and the cap did not properly detach. There was no report of patient impact. The following information was provided by the initial reporter: I have spoken to a patient today who said he has been having very tight safety caps on his 4mm needles and on removing these has broken off the needle in the process. He has said this has happened on 6-8 occasions. The bn is 2187370 with an expiry date of 07/2027 no harm has been caused as he has changed the needle.